Manufacturer narrative:
Additional information received on 10jul2025. Device evaluation completed on 23jul2025. Block a2 & a3a: patient information available. Block b7: medical history available. Block d10: concomitant medical products available. Block e4: updated from unk to no. Block h3: the angiosculpt device was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with green color dye water, the balloon was inflated and at less than 2 atm, a pinhole leak was observed at the center of the balloon. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block a: the patient's dob or age at time of event, gender, sex, weight, ethnicity, and race are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block h3: the angiosculpt device was not returned by the facility, thus no returned product investigation was performed. Block h6: the IFU warns at least (B)(4) of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
An angiosculpt device was used in a peripheral procedure. During inflation, the balloon ruptured below rbp (14 atm). The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.